Manufacturer narrative:
(B)(4).

Event description:
The patient reported more pain in the last 7-10 days because he thought his implantable neurostimulator (ins) either slid or moved and was getting sharp pains in the right side of his buttocks where the ins was. The patient did not know if the ins slid and pushed against the nerve, but if he sat the wrong way or moved the wrong way, he would jump and something was not right. He had 2 programs and knew how to use them and turn stimulation off. He had "other things going on that could be causing this, but they can't do an MRI because the stimulator is put in". He thought the ins needed to come out, so he was redirected to his hcp. The patient outcome was not reported. The indication for therapy was spinal pain. If additional information is received, a follow-up report will be sent.